Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned two used samples. 1. The state of the prn of the first sample: the shrink band has shrunk and formed, is well wrapped outside the adapter, and the sleeve stopper is missing. According to the shrink position and state of the shrink band, the assembly of the prn is not abnormal. 2. The state of the prn of the second sample: the adapter is missing, and the shrink band has shrunk and formed. The original state of the prn cannot be confirmed because the sleeve stopper has rebounded, and the lower end of the shrink band has been deformed. 2. DHR/bhr review lot#: 3353666. 1. This batch of products were assembled at intima ii auto line 4 in february 2024, and packaged at cfs package line in february 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 4. The prn batch used in this batch of products is 4022785, review the raw material inspection records, no abnormalities. 3. The retained samples of this batch are taken for 45psi leakage test and the separation force test between the sleeve stopper and the bottom housing. The leakage test is passed, no abnormality is found at the prn, and the separation force test results are within the product specifications. 4. Cause analysis: 1. The separation of the sleeve stopper from the bottom housing is mainly related to the product reasons (including the raw material: the pull force of the sleeve stopper, the contraction of the shrink band, and the assembly of the prn), the flow rate and pressure during the use of the indwelling needle. 2. The root cause of the separation of the sleeve stopper from the bottom housing cannot be found through the inspection of the appearance of the returned samples. The returned samples have been used, contaminated with liquid medicine, and some components have missing, so the separation force between the sleeve stopper and the bottom housing cannot be tested by re-assembly. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in the production process. Visual inspection of the returned samples and related functional testing of the retained samples are failed to determine the root cause of the separation of the sleeve stopper from the bottom housing. This is the first complaint about this defect for this batch of products, and the plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm end cap was loose heparin cap dislodged during tube flushing, 2 defective products can be returned, claims need to be settled, complaint response letter needed, complaint receipt letter needed.